Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer booted to a white screen. It was found that the low voltage differential signaling (lvds) board connection was loose. The lvds board was reseated and verified the issue was resolved. It was also noted that one power cord bay door latch tab was bent, the rear display cover was worn, bezel was cracked. The power cord assembly and rear door cover was replaced, and the overlay/bezel assembly was replaced. The stylus was replaced and calibrated and the keyboard will be removed. The device was sent for software reload and reallocation. (B)(4).

Event description:
During analysis the programmer booted to a white screen. It was found that the low voltage differential signaling (lvds) board connection was loose. The lvds board was reseated and verified the issue was resolved. It was also noted that one power cord bay door latch tab was bent, the rear display cover was worn, bezel was cracked. The power cord assembly and rear door cover was replaced, and the overlay/bezel assembly was replaced. The stylus was replaced and calibrated and the keyboard will be removed. The device was sent for software reload and reallocation.